Manufacturer narrative:
(B)(6).

Event description:
Information was received indicating that this extension set exhibited leakage. It was noted that the leak was observed at the filter and caused under delivery of the medication. The extension set was changed out. No adverse patient effects were reported.

Manufacturer narrative:
Device evaluation- three device samples were returned for evaluation (one used and two unused). These devices were given functional and delivery testing. The devices were found to meet with specifications during testing with no leaking observed. The manufacturing facility performed a review of the manufacturing process. The review showed that assembly process was being performed as per procedures. The manufacturing facility also performed an in-process visual inspection of 32 products that were in the assembly area: this inspection showed no issues (bonding problems) with the products being assembled. The reported issue could not be confirmed.